Event description:
It was reported that during a total knee replacement procedure conducted at the user facility the computer reported inaccurate values up to 11 degrees valgus. The procedure was completed successfully without any impact to the patient, no medical interventions, adverse consequences, or clinically significant delays were reported with this event.

Event description:
It was reported that during a total knee replacement procedure conducted at the user facility the computer reported inaccurate values up to 11 degrees valgus. The procedure was completed successfully without any impact to the patient, no medical interventions, adverse consequences, or clinically significant delays were reported with this event.

Manufacturer narrative:
The reported event of accuracy issues was confirmed by a stryker employee who was present during the case. A review of the log file shows the user was alerted that one of the instrument trackers used had a broken led and was repeatedly informed that the tracker has visibility issues. After this a different tracker was used and the femoral cut was recorded. There was no indication of problems with the registration or that the software not performing as intended. As the patient tracker used for the femoral cut was changed, it is possible that the second tracker was not properly placed on the resection plate or that either the femoral or patient tracker moved unintendedly.

Event description:
It was reported that during a total knee replacement procedure conducted at the user facility the computer reported inaccurate values up to 11 degrees valgus. The procedure was completed successfully without any impact to the patient, no medical interventions, adverse consequences, or clinically significant delays were reported with this event.